Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported the patient received a battery performance alert via merlin.net. The patient presented in clinic and upon interrogation of the implantable cardioverter defibrillator, it was noted that the elective replacement indicator triggered on 1/28/2018 and the end of life occurred (B)(6) 2018. The device was explanted and replaced. The patient was stable post procedure.